Manufacturer narrative:
(B)(6). Date of report: 13aug2019. The device was evaluated by the field service engineer and the reported problem was confirmed. The field service engineer replaced the bezel and installed 4 new screws and washers to address. The issue. The issue has been resolved.

Event description:
The customer reported touchscreen issue. It was unknown if the device was in clinical use during the time of the event, but no patient harm was reported.